Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited elevated pacing threshold measurements and loss of capture. It was also noted that out of range rv impedance measurements were noted and that the lead was fractured. A surgical revision was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.